Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, power loss alarm, low battery alarm or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had failed battery test alarm. Contacts are not missing, damaged, or corroded. The insulin pump will be returned for analysis.